Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and the ketone level was borderline-trace. The customer was treated in the emergency room (ER) with an insulin drip. The cause of the high bg was not known. The customer left the ER with a bg of 241 mg/dl (considered as a "normal range") and felt tired. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.